Event description:
A customer contacted beckman coulter inc. (Bec) reporting that erroneous ise results and modular creatinine (crem) results were generated by their synchron lx20 pro analyzer and that the covers on the instrument had liquid on them near the modular creatinine and albumin (albm) cups. The leak was approximately 104 oz and was not contained in the instrument. Flooding was also observed in the black tray on the right side at the bottom of the bulk reagents compartment. The customer was wearing personal protective equipment (ppe) consisting of safety glasses, gloves and a lab coat. No injury or exposure was reported. The customer was requested but declined to provide any data. The customer confirmed that no erroneous results were reported outside of the laboratory.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the modular chemistry (mc) sample probe collar wash valve was not providing vacuum to the collar wash. Fse replaced the vacuum valve and primed the system. Repair was verified per established procedures. Qc performed was within specifications. The issue was resolved. The cause of the leak was the mc sample probe collar wash valve.